Event description:
It was reported that the right ventricular (rv) lead exhibited oversensed noise which led to pacing inhibition. Upon a procedure, it was observed that the rv lead exhibited insulation damage. The rv lead was repaired and kept in use. The patient was stable.